Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage noted inside the force sensor resistor. No alarm was noted for a comprimised force sensor system. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. The drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the customer had high blood glucose levels of 149 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. The customer initially had difficulty changing the language on the insulin pump back to the english language. Troubleshooting was able to bring the language back to english. Troubleshooting for the force compromised force sensor alarm was done. The customer reported that the drive support cap of the insulin pump appeared to be normal. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.